Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported following a car accident the patient is no longer receiving effective stimulation. X-rays revealed the leads have migrated. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads with a same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2015 to reposition the migrated leads. However, intra-operatively, effective stimulation was not restored. Troubleshooting was tried to no avail. Consequently, the scs system was explanted.